Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose dropped to 50's mg/dl. Reportedly, the customer's sibling brought the patient to the hospital on 12/14. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with an unspecified amount of units of insulin during the load sequence. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.